Manufacturer narrative:
The following other hip devices were also listed in this report: secur-fit ha 132 hip stem #10; cat# 6051-1035a; lot# 644855010; crossfire 10 deg insert; cat# 2041c-2858; lot# 62814001; c-taper cocr lfit head 28mm/0; cat# 06-2800; lot# 66050903. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the surgeon removed the securfit cup due to infection.